Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call button error alarm, failed battery test and moisture damage on the insulin pump. Customer's blood glucose level was 116 mg/dl. Troubleshooting for button error alarm was performed. Customer advised the device was exposed to water but had dried. Troubleshooting for failed battery test was performed. Customer replaced the device with several batteries and repeatedly received the failed battery test alarm. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump was received intermittent button response due to corroded keypad traces. No button error alarm. No moisture damage was found inside the insulin pump. The insulin pump was monitored and no failed battery alarm noted. However, the insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test. All operating currents are within specification. The insulin pump had minor scratched display window, cracked case at display window corner, cracked battery tube thread and cracked reservoir tube lip.